Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that while the doctor was doing an arthroscopic procedure on the knee, the jaw of the blade broke off. The doctor went ahead and used another blade. The same thing happened, however, the jaw did not fall all the way off. It was further reported that the doctor used another blade and the procedure was completed successfully.